Event description:
Date of event: estimate (B)(6) 2012. According to the info received, an end user reported that he used catheters that did not appear lubricated. He said after using the catheters he bled.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. If add'l info becomes available, a f/u report will be submitted.

Event description:
Patient identifier: (B)(6). Date of event: best estimate (B)(6) 2012. According to the information received, an end user reported that he used catheters that did not appear lubricated. He said after using the catheters he bled.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence. If additional information becomes available a follow-up report will be submitted. Follow up 1: device samples were returned. The catheters were examined visually and no issues were observed. A finger test and friction test were performed and the devices were found to be with specification. Based upon these evaluations, this complaint cannot be confirmed as reported.